Manufacturer narrative:
Additional information: age/date of birth: unknown, information not provided. Date of event: exact date unknown. Best estimate is during (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Consumer reported her eyes itched after using complete double moist multipurpose solution. Symptom of itch was first experienced about one month ago, and the consumer visited an eye clinic about two weeks later. Medications were prescribed, odomel ophthalmic suspension, alesion ophthalmic solution 0.05% to address her symptom. The doctor did not provide a diagnosis. No further information was provided.

Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes; section d10: returned to manufacturer on: 8/14/2020; section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Chemical test was performed to the returned product. All the testing results were within the product specification, no product deficiency was identified. Manufacturing records review: complaint data was trended in previous 12 months by the reported lot number: ze04796. The search results showed only the objective complaint was reported in previous 12 months. Conclusion: based on the investigation, no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.